Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were just starting therapy. The arctic sun device primed to water flow rate (wfr) was 0 l/min. Had nurse stop therapy, empty pads, and disconnect. Had nurse straighten all tubing to make sure there are no kinks, informed nurse to reconnect the pads holding only the blue tubing and not the clear plastic clamp and verify audible clicks. Nurse confirmed fluid delivery line (fdl) was connected on back of device. Nurse resumed therapy, after a minute water flow rate (wfr) was 0 l/min. Had nurse stop and disconnect pads. Walked nurse through placing in manual control. Without the pads, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -8.7psi, circulation pump command (cpc) was 75 percentage, system hours 3,551, and pump hours 3,134. Had nurse connect right chest pad only, water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -8.5psi, circulation pump command (cpc) was 98 percentage. Nurse stated that they have another machine they could try these pads on first. Confirmed nurse connect pads to new machine, if they were still having low flow issues, it might be the pads. Offered to stay on the line while nurse swaps it over. Nurse would call back if they had issues when swapped to the second device. Encouraged nurse to call back. Unable to get s/n, nurse was out of room to get second arctic sun machine.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Nurse stated that they have another machine they could try these pads on first. Confirmed nurse connect pads to new machine, if they were still having low flow issues, it might be the pads. Offered to stay on the line while nurse swaps it over. Nurse would call back if they had issues when swapped to the second device. Encouraged nurse to call back. Unable to get s/n, nurse was out of room to get second arctic sun machine. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were just starting therapy. The arctic sun device primed to water flow rate (wfr) was 0 l/min. Had nurse stop therapy, empty pads, and disconnect. Had nurse straighten all tubing to make sure there are no kinks, informed nurse to reconnect the pads holding only the blue tubing and not the clear plastic clamp and verify audible clicks. Nurse confirmed fluid delivery line (fdl) was connected on back of device. Nurse resumed therapy, after a minute water flow rate (wfr) was 0 l/min. Had nurse stop and disconnect pads. Walked nurse through placing in manual control. Without the pads, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -8.7psi, circulation pump command (cpc) was 75 percentage, system hours 3,551, and pump hours 3,134. Had nurse connect right chest pad only, water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -8.5psi, circulation pump command (cpc) was 98 percentage. Nurse stated that they have another machine they could try these pads on first. Confirmed nurse connect pads to new machine, if they were still having low flow issues, it might be the pads. Offered to stay on the line while nurse swaps it over. Nurse would call back if they had issues when swapped to the second device. Encouraged nurse to call back. Unable to get s/n, nurse was out of room to get second arctic sun machine.